Event description:
It was reported that the patient experienced high blood glucose levels and treated with insulin pump on (B)(6) 2026 due to infusion set leakage at site.

Manufacturer narrative:
Initial 1 of 2. E1: event city: (B)(6). Event country: australia. Name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.